Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer reports a single lumen peripherally inserted central catheter (PICC) was placed on (B)(6) 2011 in the right axilla, causing pleural effusion. On (B)(6) 2011 the PICC was removed. Peripheral access was obtained. Post event the patient status was critical and high frequency oscillatory ventilation was used for several days.